Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the his pump battery went dead. The customer¿s blood glucose unknown. Customer stated that they received a low battery. Customer stated that they had replace battery along with a power loss alarm when he inserted a battery insulin pump will not be returned for analysis.